Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The pump supplies would be changed and the infusion set site rotated and the occlusions reoccurred. The customer's blood glucose (bg) level was in the low 200s mg/dl (below 240). As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.